Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer¿s blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm); although specific value was not provided. A manual insulin injection was administered to address bg level. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.